Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2014 from an orthopedist. This case involves an (B)(6) year old female patient who developed two episodes of joint fluid retention and inflammation after receiving treatment with synvisc injection. The patient's past drugs included the treatment with synvisc (from (B)(6) 2013 and (B)(6) 2014). The patient's concurrent conditions included sciatica. Relevant concomitant medications included alfacalcidol (alfarol) and raloxifene hydrochloride (evista). On (B)(6) 2014, the patient received treatment with synvisc injection, at a daily dose of 2 ml (batch/lot number and expiry date: not provided) for right knee gonarthrosis. On the same day, the patient had a bath sooner after the injection and her condition worsened. On (B)(6) 2014, the patient had joint fluid retention and inflammation, and underwent joint aspiration for the events. On (B)(6) 2014, the patient received corticosteroids (steroid) injection for the events. On an unknown date in (B)(6) 2014, the patient recovered from the events. On (B)(6) 2014, the patient received the second dose of synvisc. On (B)(6) 2014, the patient had joint fluid retention and inflammation. As of unspecified date, the patient was not recovered from the events. Action taken: unk. Outcome: recovered/resolved for the events of joint fluid retention (onset date, (B)(6) 2014) and inflammation (onset date, (B)(6) 2014). Not recovered/not resolved for the events of joint fluid retention (onset date, (B)(6) 2014) and inflammation (onset date, (B)(6) 2014). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme would continue to monitor complaints to determine if a CAPA would be required. Seriousness criteria for all the events: required intervention. Joint fluid retention (onset date, (B)(6) 2014) (joint effusion). Reporting orthopedist's causality assessment: possible. Inflammation (onset date, (B)(6) 2014) (inflammation). Reporting orthopedist's causality assessment: possible. Joint fluid retention (onset date, (B)(6) 2014) (joint effusion). Reporting orthopedist's causality assessment: possible. Inflammation (onset date, (B)(6) 2014) (inflammation). Reporting orthopedist's causality assessment: possible. Company causality: associated for all the events. Additional information was received on (B)(6) 2014.

Manufacturer narrative:
Ptc investigation results were added. Text was amended accordingly.